Event description:
It was reported that during a laparoscopic cholecystectomy procedure there was leaking, hissing, when the graspers and bovie were removed from the device. The case was completed with the device. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: were any noises heard such as "whistling" or "hissing"? Hissing. If so, did the "noise" prevent insufflation? No. Please describe the noise. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (liter/minute)? Asku. Were you able to identify where the leak was coming from? Yes duct bill. Was a device inserted in the trocar during the leaking? No. If so, what device? The leaking occurred only when the devices were removed. Was any torque being applied to the trocar or device? Asku.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.